Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet and contacted support to change the insulin cartridge when approximately 3 units remained; after reconnection, blood glucose decreased by a few points and no further assistance was required. Symptoms included elevated blood glucose with a recorded maximum of 272 mg/dl lasting about one hour, without alerts for prolonged severe hyperglycemia, without ketone testing, and without need for medical intervention or assistance. Outcomes included transient hyperglycemia without hospitalization or acute complications. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no definitive device malfunction and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.